Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument for failure analysis. The instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.185" x 0.597" was found to be broken off. The broken piece was not returned. Damage to the instrument can occur while performing ¿off-label¿ surgical applications, such as needle bending/driving and suture snapping, or mishandling the instrument. Grip tip fragments may result when the metal injection molding (mim) is not retained to the over mold (om) during use. Additionally, the instrument was found to have a broken molded insulator at the grip base, likely caused by the broken grip. A piece approximately 0.177" x 0.366" was found to be broken off. The broken piece was not returned. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that inspection of the force bipolar instrument identified that the tip was "crooked." Intuitive surgical, inc. (Isi) followed up with the initial reporter; however, no further information was provided.